Manufacturer narrative:
Customer reports that the device stopped during resuscitation attempts. A getinge field service technician was on site on (B)(6) 2022 and read the device. No significant error messages were detected in the logfiles. According to the customer, the error was in patient care. Arterial cannula had slipped out. System has been checked for functionality. No problems found. The device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(4) was reviewed on (B)(6) 2022. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. A follow up will submitted when additional information become available.

Event description:
Customer reports that the device stopped during resuscitation attempts. According to the customer, the error was in patient care. Arterial cannula had slipped out. Complaint number: (B)(4).

Manufacturer narrative:
It was reported that the pump stopped during treatment. I was further reported that the patient expired and according to the customer, the error was in patient care. Arterial cannula had slipped out. The complaint report speaks of a scenario where a patient was on ECMO support as a dislocation of the arterial cannula occurred during resuscitation activities. It is further reported that the cardiohelp stopped and that the patient expired. The service technician that has investigated and tested the cardiohelp for functionality after the reported event, found an intact device with no indication of dysfunction. The service- and user-pool data was analyzed and no significant error messages were identified. No service report was created as no repairs were made. A functional test and test run were carried out by getinge service technician, and the device was confirmed to function according to factory expectations. The event was evaluated by getinge medical affairs on 2022-09-30 with the following conclusion: after the evaluation of the existing details, it became apparent that the described event was likely an accident that occurred during resuscitation of a patient who was on extracorporeal support. According to the customer¿s statement, the reported event was due to an ¿error in patient care¿ caused by the inadvertent decannulation of the arterial cannula, which appeared to contribute to the expiration of the patient. Cannula securement of cannulas is essential to performing safe extracorporeal circulation. In certain extreme conditions (e.g. Resuscitation) decannulation of critical cannulas is possible barring appropriate securement of all essential cannulas. While the cardiohelp functioned as expected upon inspection, without identifiable dysfunction or error, the pump stop of the cardiohelp may have been due to frank volume loss at decannulation or the detection of a bubble (with active bubble intervention) in either the venous or arterial line. Last, upon contemplative evaluation of the complaint details, it does not appear that the expiration of the patient was associated with any perceived dysfunction of the cardiohelp product. Based on the results the reported failure was not related to a device malfunction of the cardiohelp. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).